Event description:
Resident was found on floor after attempting to get out of bed. The bed alarm failed to sound alerting the nursing staff. The resident was found with her head resting between the mattress and bedrail.